Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was calling back because the replacement battery cap did not resolve the issue. The customer received multiple low battery alarms. In the alarm history there were also several off no power alarms. The customer did receive a low battery alert prior to the off no power alert. It was second occurrence of the off no power in less than 24 hours after the low battery warning. Customer's blood glucose level was around 180 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had a blank display due to a corroded battery cap contact. However, the pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. No unexpected off no power alarm or low battery alarm was noted. The pump had a cracked case at the display window corners, cracked battery tube threads, minor scratches and a cracked display window.